Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes incorrect clotting on tubes. Customer found large fibrin clot in the tube after spinning. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports an "incorrect clotting on tubes with lot#: 2069384. There is a large fibrin clot in the tube after spinning."

Manufacturer narrative:
H.6. Investigation summary: no samples were returned for evaluation, however, customer samples from another complaint from the same lot # were used for the clinical testing along with control samples. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes incorrect clotting on tubes. Customer found large fibrin clot in the tube after spinning. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports an "incorrect clotting on tubes with lot#: 2069384. There is a large fibrin clot in the tube after spinning."